Manufacturer narrative:
Visual inspection: during the visual inspection a damage of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,141 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested both the horizontal as well as the vertical position. Due to the brake function failure the computer- controlled test is not meaningful, as the valve cannot maintain the set opening pressure if the brake is defective. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. However, this was possible without any force being applied. The brake function is failed. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: based on our investigation results, we can determine a damage of the outer housing of the valve as well a brake function failure. The determined damage of the outer housing can be named as the cause for the brake function failure. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (part # fv713t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10.6 years. Height: 147 centimeters (cm). Weight: 38 kilograms (kg). Gender: female. Same event as medwatch# 3004721439-2023-00019.